Event description:
Customer reported when the sensor is in use and weight is removed, the sensor does not send a signal to the alarm. Customer tested the alarm with a different sensor and the alarm functions properly. Customer is not sure what alarm was in use at the time. Customer reported the issue was discovered during set-up, but could not provide the date when found. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).